Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was applied to the proximal and distal false lumens and suture lines in an ascending aorta replacement surgery for acute aortic dissection. The surgery occurred (B)(6) 2012. Immediately after surgery, the patient suffered widespread cerebral infarction. The patient died of cerebral infarction a week later. The surgeon indicated it is unlikely that bioglue contributed to the event, as there was no bioglue obstruction found in the patient's brain. However, the exact cause of cerebral infarction is unknown and an autopsy will not be performed.

Manufacturer narrative:
According to the report, bioglue was applied to the proximal and distal false lumens and suture lines in a surgery for repair of acute aortic dissection. Immediately after surgery, the patient reportedly suffered a widespread cerebral infarction and died of cerebral infarction a week later. The surgeon stated that bioglue was not found in the brain and does not believe the event is related to the use of bioglue. Although the event is not related to the use of bioglue, a review of manufacturing records was performed. There were no findings which could be associated with a contributing factor for the reported event. The reported cerebral infarction is likely related to the surgery itself. Patients have increased risk of stroke from being placed in hypothermic circulatory arrest during this type of surgery. With the available information, it does not appear that this event is related to the use of bioglue. This is consistent with the surgeon's belief that the event is not related to the use of bioglue.